Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they had trouble with the sensor and transmitter. The customer reported that he woke up with high blood glucose of 410mg/dl, with sensor glucose of 83mg/dl. The pump suspended as it was reading low when he was high. The customer also received calibration not accepted and change sensor. Blood glucose was 151mg/dl at time. The customer declined to troubleshoot the issue and just wanted to report it because the pump was saying low and suspended but customer woke up high. The customer declined to troubleshoot high blood glucose and current blood glucose was 132mg/dl. The insulin pump and sensor will not be returned for analysis.